Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the broach adapter does not hold the actis broach securely and the locking latch unlocks when tested with the impactor (non-functional) was confirmed. An assessment was performed on the device which found that the locking mechanism unlocks during use. It was noted that the adapter had a pre-design change. The design change removed material from two different surfaces to improve the latching mechanism by allowing the leaver to travel further when closing. It was determined that the assignable root cause was due to be improper construction and design. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the kincise broach-adapter-anterior device did not hold the actis broach device securely. It was further reported that the locking latch unlocked when the device was tested with the impactor device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.